Event description:
It was reported that pump displayed malfunction code and fault ID, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, did not experience recurring malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.